Event description:
It was originally reported that the patient experienced no stimulation sensation at the (B)(6). The stimulation was turned all the way up but still no stimulation was felt. There was no known accident or incident related to this event. The health care provider confirmed that the patient experienced an increase in symptoms. The impedance measurements were greater than 4,000 ohms with electrode 0. The lead broke. The device was reprogrammed around electrode 0 on (B)(6) 2012 and symptoms were monitored. The ins was turned down and then turned to off. Device replacement surgery was scheduled for (B)(6) 2012.

Manufacturer narrative:
Lead model 3889-28 lot# v167238 implanted: 2009-(B)(6) explanted: programmer model 3037 (B)(4). (B)(4).